Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer used the cartridge for longer than 72 hours. Tandem technical support informed the customer that using the cartridge for longer than 72 hours is off label per the tandem user guide. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 130 - 140 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.